Event description:
A peritoneal dialysis (pd) patient reported while placing an order that the except plus cleanser had burned her skin and she had an infection, therefore her pdrn advised her to switch to using the antibacterial hand soap on her stomach area instead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).